Event description:
The sales representative reported on behalf of the customer that the lapvue10, 10/ca laparovue visibility sys, was found in pre-op testing on an unknown date and reported as, ¿customer said that they opened it up and the trocar swab was not attached.¿. Further assessment questioning found that the only known information is the device was disassembled in the bag. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Manufacturer narrative:
Performed a visual inspection, the trocar swab was not attached. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history review was not conducted because the lot number is not known. A two-year review of complaint history revealed there has been a total of 21 complaints, regarding 28 devices, for this device family and failure mode. During this same time frame 267,150 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the lapvue10, 10/ca laparovue visibility sys, was found in pre-op testing on an unknown date and reported as, ¿customer said that they opened it up and the trocar swab was not attached.¿. Further assessment questioning found that the only known information is the device was disassembled in the bag. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.